Event description:
It was reported that during surgery, the handpiece was blocked and it was impossible to bring in home position. They received error messages during the test. The equipment was swapped. No patient injuries were reported. The investigation found that the motor was jammed due to a damaged snaplock.